Event description:
It was reported that during transfusion, the extension line came off the injection hub of the distal lumen. The user thinks the reason the hub and lumen separated was due to the patient's movement. All other lines were fine. As a result the catheter was removed, but not replaced as the patient no longer needed it. The insertion site was the right internal jugular vein. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.